Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery quit.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d4,d9,g3,g6,h2,h4, h11. Corrected section: UDI# lot# & exp, mfg dates.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4 (UDI# lot# & exp), h4 (mfg date). The lot # 3000471818 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.